Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 4 failed. The field service engineer (fse) replaced retractor band as part of troubleshooting but did not resolve the issue, replaced the failed full height drawer, assigned the new drawer to position 4 in the station application, reinstalled all cubies in correct order, and verified normal operation through the application and hardware test application. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.